Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon the patient's arrival to the intensive care unit, the position of the impella cp was noted to be incorrect. The physicians tried to reposition impella via transesophageal echocardiography without success. After repositioning ,m the device was in the subclavian artery. The patient was taken back to the cath lab under fluoroscopy and the impella was pulled, and new device placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.